Manufacturer narrative:
(B)(4). Results: (80-90% stenosis, lad extremely tortuous), (stent dislodged). Conclusions: (80-90% stenosis, lad extremely tortuous). Eval, method: (x-ray, fluoroscopy, ivus, CT, MRI etc.). Device eval: the device was received bent, wavy and kinked approx 39 cm and 83 cm distal to the strain relief. Crimp impressions and the proximal pillow were evident on the balloon. The dislodged stent was severely stretched and deformed. Visual inspection confirmed that all stent welds were intact with no evidence of stent weld of stent strut material fracture.

Event description:
The physician attempted to implant a 2.5 mm diameter x 14 mm length bare metal integrity (rx) stent to the left anterior descending. The target vessel was extremely tortuous with two lesions exhibiting 80 to 90% stenosis. Info received from the account confirmed that despite numerous pre-dilatations, the physician was unable to deliver the stent to the target distal lesion. Post-deployment of a different stent to the proximal lesion, the physician again attempted to deliver the integrity stent, however, resistance was encountered advancing the stent through the guide catheter and the stent subsequently dislodged within the guide and captured with a balloon. The device had been inspected prior to use with no issues noted. The pt is reported to be fine and no other clinical sequelae were reported.